Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that an animal underwent an unknown surgical procedure on unknown date and suture was used. During the procedure the needle broke off of the suture and the suture cracked. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: investigation summary it was reported: needle pull off and suture breakage. An empty opened foil, a paper lid and a labeled winding former with several suture pieces of product code y943, lot # jjk679 were returned for analysis. During the visual inspection of the winding former it was noted that, the suture has begun with the process of degradation and the strand was broken in multiples pieces, this condition causes the needle pull off and the suture breakage, the needle was not returned. The product code y943 contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The foil was inspected, and excessive manipulation could be observed and multiples holes from outside to inside were noted in the areas where wrinkles are presents. This condition contributed to degradation of the suture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the needle pull off and suture breakage was caused by suture degradation and exposure to environment.